Event description:
The complaint involved a pt who underwent hip revision surgery on (B)(6) 2014. The original surgery was dated on (B)(6) 2004. The revision surgery was performed due to femoral stem pin failure. The surgeon removed the original acetabular insert, neck, femoral stem and femoral head. The insert was revised from a 44mm x 32mm to a 36mm insert, the stem was replaced with a 6 x 14.5mm from a 4 x 13mm and the femoral head was revised from a 32mm to a 36mm head.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the mfg and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.